Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on (B)(6) 2022, that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated no portion of the sensor wire was visible on the sensor pod or in the skin. The patient stated he "felt that there's something stuck in his stomach" and he planned on having an x-ray later in the day on (B)(6) 2022. Additional information was received on 07/10/2022. The patient stated he went to the hospital and had a diagnostic x-ray on (B)(6) 2022 at 6:00pm and confirmed the sensor wire remained embedded in the skin. The patient stayed over night in the emergency room to have the surgery, but then decided he did not want to undergo surgery to have the wire removed. The physician advised there's no rush to have surgery unless it causes any issue. He was then prescribed an oral antibiotic (clindamycin 2 tablets per day one in the morning one at night.). The patient stated he has not experienced any issues and stated the sensor wire "may have encapsulated itself". No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B1: adverse event and/or product problem b1 adverse event and/or product problem - additional. B2: outcomes attributed to adverse event - additional. B5: describe event or problem - additional. B6: relevant tests/laboratory data - additional. H1: type of reportable event - correction. H2: correction/additional information. H6: health effect - impact code - correction. H6: health effect - clinical code - correction.

Event description:
It was reported that missing sensor wire occurred. The product was evaluated. An external visual inspection was performed and failed. The allegation was confirmed. The probable cause was determined to be sensor wire is missing. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).